Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent in to a patient; however, when the device was advanced to the lesion, angiography confirmed that the stent was not on the balloon of delivery system. The physician investigated and the stent was found in the protective sheath. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. Crimp/bake impressions were evident on the balloon. The stent and sheath were on the stylette. The proximal and distal ends of the stent were intact although the distal end appeared to be narrow/pinched suggesting that the stent may have been held in this location during removal of the protective sheath. The middle portion of the stent was stretched and deformed. Blood residue was evident between the balloon folds. The returned protective sheath was inspected and no abnormalities were noted either on or inside the sheath. From the pinching noted on the distal end of the stent, it appears most likely that the incorrect handling when removing the sheath from the balloon may have resulted in the stent being removed at the same time. Additional information received did confirm that it was only when the device was inserted into the patient and viewed under fluoroscopy that it was noted the stent was not on the balloon. This suggests that the stent may have not inspected prior to use as is recommended in the endeavor jx instructions for use. The device was not identified as the root cause of the event. Although the physician may have failed to follow the IFU inspection this would not have been the root cause of the slippage of the stent from the balloon. Based on the information available, it appears most likely that incorrect handling of the device was the root cause of the reported event.

Manufacturer narrative:
(B)(4): results: stent not inspected prior to use. Incorrect removal of the protective sheath.